Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a columbus implant insertion instrument: statement: "screw now loosened for the second time and remained in the patient. Only noticed during the x-ray." A revision surgery was necessary. An additional medical intervention was necessary. Additional information was provided on 02/07/2020: the screw appeared in a standard procedure postoperative x-ray. After this finding the patient was put under anesthesia again and the loose screw was retrieved in a revision surgery. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Event description:
The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. The examination revealed that one screw of the retaining instrument has loosened and is no longer fixed in the cover plate. No serious damage to the instrument and the screw was detected. When tested, it was found that the other two screws of the cover plate could be easily unscrewed. It is possible to unscrew the fixed screws, but they are not intended for disassembly (e.g. For cleaning purposes) and are therefore also stuck in the thread. There is a mark on the cover plate in the area of the connector for the plug-in instrument. This is possible if the plate is not fixed correctly and has an overlap in this area. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. During product safty case the material design was allready changed. Probability of reoccurence of the mentioned failure is very low.